Event description:
The customer reported to their carefusion sales representative that a portion of the expiratory limb of respiratory circuit part# rt4851-18 melted while in use. The melt (1 inch long) occurred about 10 inches away from the patient interface, hudson rci infant nasal prong continuous positive airway pressure (CPAP) cannula system, being used with a servo I non-invasive CPAP for infants. The setup also included a fisher and paykel part mr850 humidifier with adjustment for heat and humidity. According to the customer, the heater (humidifier) was in the invasive mode per the instructions from the fisher and paykel user guide. The melted tubing caused a leak in the respiratory circuit which triggered an alarm on the ventilator. The alarm alerted the clinician to the issue. It was reported that the circuit was not in any type of holder or being pinched by a door; it just appeared that the tubing got too hot. There was no report of any patient injury received from the customer. The customer returned the humidifier mr850 to fisher and paykel for investigation. Carefusion has also notified fisher and paykel of this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a sample to carefusion for evaluation. Visual inspection was performed and it was observed that the clear tubing had melted. Resistance testing was performed on the blue and clear wire lines and all values were within specification. A review of the manufacturing device history record for the lot number was conducted. Investigation determined that all products were manufactured, inspected, and released in accordance to our established specifications for quality and efficacy. Our manufacturing process was reviewed and no problems were found related with the issue reported. In addition was noted that part # rt4851-18 is 100% functionally tested. Root cause of the melting could not be determined. The instructions for use associated with rt4851-18 indicate: caution do not use this circuit where gas temperature at the outlet of the humidifier exceeds 154 degrees fahrenheit/ 68 degrees celsius. Be aware that the compliance and flow resistance characteristics of the circuit may affect the operating parameters and capabilities of the breathing machine. Do not use this circuit with humidifiers or heater wire adapters other than those specified in the applications section, above.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up report will be submitted.